Event description:
A patient had a filter placed that overtime migrated into the patient's heart. On (B)(6) 2010, the patient underwent an additional procedure to remove the device. On (B)(6), 2010 update: device was placed on (B)(6), 2010 with no reported complications. On (B)(6), the device had migrated into the right ventricle. An attempt to remove the device interventionally was made and unsuccessful. On (B)(6), a mediastinal exploration was performed and removed the filter. No patient complications. Additional patient outcome information is unknown as not provided by reporter.

Manufacturer narrative:
Removal of device is not specifically labeled in the IFU. Migration is not labeled in the IFU. Event evaluation: still under investigation.